Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part(s) exhibits signs of use. Drill pin is seized into the guide and has the hex feature fractured off. Fragment not returned as well as striations all over the pin. However the pin holder is not returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: item: adjustable valgus alignment guide, catalog: 42509900400, lot: 62929632. Item: headless trocar drill pin 3.2mm, catalog: 00590102000, lot: 63424837. Item: tibial stemmed precoat tray, catalog: 00598002702, lot: 63479401. Item: patella reamer blade, catalog: 00597909538, lot: 63308247. Item: all poly patella size 29 8.0mm, catalog: 00597206529, lot: 63497939. Item: femoral precoat size b right, catalog: 00596001252, lot: 60672095. Item: articular surface size ab 12mm, catalog: 00596202012, lot: 62915875. Item: headed screw 48mm, catalog: 00598304048, lot: 63446838. Item: headed screw 48mm, catalog: 00598304048, lot: 63446838. Item: osc bld 19x1.27x90, catalog: tn19012790, lot: 766527. Item: bld 76x12.5x1.2, catalog: 00505229100, lot: 753035.

Event description:
It was reported the surgeon experienced resistance inserting the pin into the guide and subsequently the pin fractured in the guide. No harm to the patient.